Event description:
It was reported that a user experienced hypoglycemia while using the ilet and perceived the system was delivering more insulin than expected despite no meal announcements; the user reported glucose readings of 62 mg/dl and then 60 mg/dl, treated the event with oral carbohydrates (muffin), and glucose returned to range. Symptoms included hypoglycemia. Outcomes included medication intervention with oral glucose and characterization as a serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings were available, the device problem could not be characterized due to insufficient information, and no specific device component could be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.